Event description:
The user's hearing performance with the device is affected and affected channels were noticed during routine in situ measurements. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Correction: this follow-up 1 report is being submitted to correct the "date received by manufacturer" in section g of the initial report. In the initial report that was previously submitted, the incorrect date of 01jan2023 was entered. The correct date is 09mar2023 and has been changed in this follow-up 1. Therefore, the initial report was sent within the required time frame of 30 days from manufacturer awareness.

Event description:
The user's hearing performance with the device is affected. Affected channels were noticed during routine in situ measurements. Reimplantation surgery is scheduled.

Event description:
The user's hearing performance with the device is affected and affected channels were noticed during routine in situ measurements. The user has been re-implanted on (B)(6) 2023.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. Affected channels were noticed during routine in situ measurements. Reimplantation surgery is scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.